Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's fiance that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of over 550 mg/dl mg/dl at the time of the incident. The customer's pump battery died the night before the incident. The customer was at 88 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer also has had several site infections. The infusion set will be returned for analysis.